Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and could not confirm the inaccuracy with the system. The axial views corresponded accurately to the sagittal and coronal views. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the surgeon expressed accuracy at the target. Sagittal and coronal views showed at the tumor but axial did not. The health care professional (hcp) verified accuracy at the surface level and it was acceptable. The hcp questioned if the frame was moved as the site had difficulties getting the arm through the drapes when going sterile. The site continued with navigation without delay. No impact on patient outcome. The hcp estimated the amount inaccuracy was 1-2mm.

Manufacturer narrative:
Additional information: registration pattern images were reviewed by technical services. The trace pattern did not have directionality on the nose area. The top pattern on the head did not have the expected amounts of coverage towards the temples or further back on the head to allout maximum coverage for transform to ensure the pattern matches the anatomy. The patient should have been more unique on the nose and more left/right directionality when acquiring the scalp. If information is provided in the future, a supplemental report will be issued.